Manufacturer narrative:
Eval summary: received failed needle on 10/24/07. Needle was removed from the biohazard bag and examined under a microscope at 1x and 3x resolutions. Approx 12mm of the needle tip was missing. The sheered edge of the tubing appeared flared as if needle was subjected to an oblique angle without the stylet present or with the stylet partially inserted. The needle was inserted into simulated body tissue in an attempt to reproduce the error while following the instructions for use (IFU), which accompanies the product. This did not cause any failure in the device. However, the flaring and sheering was reproduced by both partially inserting the stylet while implanting the needle and by reinserting the stylet once implanted and indicates the user did not follow the instructions for use.

Event description:
Customer reported 15oct07 that approx 1cm of flexible (celcon tubing) needle tip sheared off during needle implant. The aos flexiguide needle was to be used as a treatment applicator in conjunction with gammamed high dose rate (hdr) afterloader on this pt for treatment of recurrent vaginal carcinoma. The flexiguide needle was removed, and the tip was left in the pt prior to continuing treatment with the remaining needles. No further problems were noted. The customer, david j. Keys, phd, states: "the physicians involved felt that more harm would be caused to the pt by removing the tip, than to leave the tip in the pt. It is expected that the tip will work its way out of the pt. If not, no harmful effect is likely."